Event description:
Ivac -alaris/carefusion- model 7100k infusion pump was in use on a pt when a nurse noticed smoke and then flames coming from the rear of the device. She removed the device from the pt, removed the pt from the room, and extinguished the fire. The pt was not harmed in any way. Biomedical staff disassembled the device, but no cause of the event was determined. A number of photos were taken of the device and disassembled parts. The fire was mostly confined to the female end of the power cord and surrounding area of the device.